Manufacturer narrative:
(B) (4) - other (lens right in cartridge) - evalresults - (other): a lens work order search was performed and no similar complaints were found within the work order. (B) (4).

Event description:
The reporter stated the technician located a 24.0 diopter cc4204a collamer aspheric single piece lens into an sfc-25 fp cartridge and while priming, found the lens to be very tight. The lens was removed from the cartridge and the tech added more viscoelastic and loaded the lens again. The lens still felt tight. The lens was removed from the cartridge and was torn. There was no pt contact. The tech used another cartridge and another same model lens and the lens was implanted with no problem. The reporter stated they felt the cartridge was defective.